Event description:
Through journal article "defining double capsules: a clinical and histological study", it was reported that a total of eleven patients were found with double-capsule formation during explanting of the devices due to three implants were painful secondary to grade IV capsular contracture, two presented as pain independent of capsular contracture, and one implant was painful and malrotated. The final two implants were explanted for clinical malrotation. In addition to the above, one patient presented for explantation because of personal anxiety related to breast implant¿associated anaplastic large cell lymphoma (bia-alcl). There was 1 partially adherent implant that was malrotated, and 1 partially adherent implant was ruptured. A total of 8 implants were found to be nonadherent and mobile within the pocket. One implant was found to have a hematoma between the inner and outer layers of a complete double capsule, and complete double capsules of 2 implants were associated with benign capsular growths. It was further noted with one adherent implant that was malrotated and two implants adherent in the study were ruptured. Histological results noted all specimens demonstrated overall fibrous capsule with hypocellularity, and scattered focal chronic inflammatory infiltrates. Side unspecified. The devices have been explanted. This is the same literature article reported under MFR report # 9617229-2022-00939, MFR report # 9617229-2022-00938, and MFR report # 9617229-2022-00937. This MDR is being submitted for six patients with unk style 410.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to explant date: between may 2018 and november 2018 article citation: slyke, aaron c. Van, et al. ¿defining double capsules: a clinical and histological study.¿ aesthetic surgery journal, vol. 41, no. 11, 2021, pp. Np1437¿44. Crossref, doi:10.1093/asj/sjab045. The events of capsular contracture and malposition are a physiological complication and analysis of the devices generally do not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV, rupture, and malposition.